Manufacturer narrative:
Evaluation of the returned jet7 confirmed that the catheter was stretched. If the jet7 is forcefully retracted against resistance, damage such as stretching may occur. The root cause of the initial resistance could not be determined. During the functional test, the returned jet7 was advanced through a demonstration neuron max with resistance due the stretched distal shaft. Further evaluation revealed an ovalization on the distal shaft. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid artery using a penumbra system jet 7 reperfusion catheter (jet7), penumbra system 3max reperfusion catheter (3maxc), and neuron max 6f 088 long sheath (neuron max). It was reported that the patient anatomy was tortuous. During the procedure, the physician used the 3maxc and neuron max to advance the jet7 to the target vessel. The physician then made two passes using the jet7. Upon attempting to remove the jet7, the tip of the jet7 did not move, and the physician experienced resistance. The physician realized the jet7 had stretched 8 inches from the proximal end and successfully removed the jet7. The procedure was completed using a penumbra system 4max reperfusion catheter (4maxc), penumbra system max 4 separator (4maxs), and the same sheath. There was no report of an adverse effect to the patient.